Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had pain at the ins site, which was located on the left side of the patient¿s back. It was indicated that this occurred daily. The patient stated that they hardly used the stimulation anymore and that they didn¿t need it, however, they stated that they did charge it up once a month. The patient reported that a trauma/fall could be related to the issue. When asked, the patient stated that they hadn¿t noticed any changes to their stimulation. The patient stated that since they rarely used the stimulation, they were considering having the system removed and inquired on steps to arrange this. The patient was redirected to follow-up with their healthcare provider (hcp) to assess the pain at the ins site and to inquire about the system removal. It was indicated that the event occurred in (B)(6) 2019 (this week). Additional information received from the patient on (B)(6) 2019. It was reported that the pain around the ins occurred when they fell on the battery. The pain started after the fall and they had trouble sleeping on their back. They also noticed that the ins was taking longer to charge than it did prior to their fall- it used to take 20 minutes to charge it for the whole week and now it took 3-4 hours. It took longer to find the ins under their skin when they wanted to start charging (and this also occurred after the fall). The patient thought the ins needed to be explanted. They had an appointment with their healthcare provider on (B)(6) 2019 and the pain issue had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was having their system removed on (B)(6) 2019 because their ins wasn't working right. They used it once a week and mentioned that they fell twice and it took 6 hours to recharge. When they turned the ins on it sends pulses down both legs and into their scrotum- it was supposed to go down one leg and into their back. They weren't using it at all because it hurt too much when it was on. The patient had trouble charging all winter. No further complications reported.